Event description:
The reporter called and alleged discrepant results on the device when compared to a lab for gpt. Controls were reported as being in range and the site failed their proficiency test and decided to do lab comparisons. The comparisons were done whole blood to serum and then serum to serum. The reported device/lab results were 11.4/12.0/26.0, 8.08/8.03/18.0, 9.44/9.56/22.0, 14.4/14.2/31.0 and 9.66/9.29/19.0. The device was replaced and requested to be returned for eval.